Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient said "the 1st battery poked out" in fall of 2013. Patient said they think just the battery was changed. Agent did not ask about the circumstances that led to the reported issue. Documented reported event. No further action was taken by patient services.